Event description:
The customer reports: before inserting the catheter, a kink is evident in the distal part of the guide. Another device was used.

Manufacturer narrative:
(B)(4). The customer returned a sealed, never opened cvc kit containing a guide wire assembly, and other various components for evaluation. Since the kit was never opened, none of the components showed any evidence of use. Visual examination of the returned guide wire assembly revealed that it was returned fully assembled. The guide wire was retracted within the advancer tube with the straightener. The proximal end of the guide wire was observed sticking out the end of the wire snubber. No damage was observed to the tray or the advancer tube. Visual examination of the guide wire revealed it was kinked in one location near the proximal end. The location of the kink indicates damage resulting from the guide wire coming into contact with advancer tube. Both welds were observed to be full and spherical. The kink in the guide wire was located 12 mm from the proximal end. The overall length and outer diameter of the returned guide wire were measured and were found to be within specification. The advancer tube overall length measured 14.50" which is not in specification of 14.625"-18.875" per product drawing. The guide wire was able to advance through the returned catheter with minimal resistance. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed and no relevant issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The guide wire contained one kink near the proximal end of the body and was detected through the sealed kit. The proximal end of the wire protruded past the end of the wire snubber and came in contact with the advancer tube, thus causing the damage. Likewise, the advancer tube measured to be out of specifications. A device history record review was performed on the kit and guide wire with no relevant findings identified. Based on the sample received, manufacturing/assembly caused or contributed to this issue. A non-conformance request has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: before inserting the catheter, a kink is evident in the distal part of the guide. Another device was used.